Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764. H3, h6: no products have been evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system wasn't showing the whole display and would not connect to external monitors with the correct resolution. There was no patient present. Troubleshooting information was received. When the manufacturer representative (rep) arrived on site, the system would not turn on and ac/error/battery lights on the uninterruptible power supply (ups) were flashing green and red. The rep tried two different outlets with the same results. Moved to an outlet across the room and was able to power system, ups with a solid green ac, and a solid amber battery light. The system was able to turn on and the sign-in screen shifted to the lower right of both monitors. The rep signed into stealthadmin and saw a blank blue background. The rep was able to use terminal window to open self-test, both monitors said 2560x1440. Technical services (ts) had the rep check monitor softkey menu, confirmed proper monitor settings. The rep reseated monitor connections on back of computer with no change. Rep noticed that when moving the mouse, the screen moved with it while being zoomed in, so he was able to navigate to top part of screen to do a software shutdown. Reseated the solid-state drive (ssd) with no change. Swapped ssd from known working system. Original system with known working ssd produced no change. The rep used a known working high-definition multimedia interface (hdmi) cable to connect known working computer to original system main cart monitor and was able to get regular video. The rep did not want to risk issues transferring to known working system and so opted to stop troubleshooting.

Event description:
Additional information was received. The rep believes that the issue was resolved by using an external scaler to adjust their external monitor.

Manufacturer narrative:
H2: update to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.